Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported the lead "malfunctioned". Upon follow-up, the hcp reported the lead had sensing issues, noise and the patient had received inappropriate shocks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but defib conductor was distorted, helix was bent, blood found on helix, and insulation depression noted; partial lead in segments returned and analyzed.

Event description:
The patient's spouse reported the lead "malfunctioned". Upon follow-up, the health care professional reported the lead had sensing issues, noise and the patient had received inappropriate shocks. No further patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.